Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the surgeon called to say the patient had experienced a fall on their pump, and that they believed the pump was not working properly. They had performed an x-ray and myelogram of the catheter, and it appeared to be functioning. There were no alarms from the pump. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted the patient fell over. The surgeon wanted to replace the system but had asked the managing physician to first wean the patient off the intrathecal therapy as they are uncertain as to how much intrathecal medication the patient was currently getting. The issue was not resolved as of (B)(6) 2022. Surgical intervention was planned but not yet scheduled. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.